Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination, however a x-ray images were provided confirming the reported event. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2011 via tka. It was reported that the revision surgery was performed on (B)(6) 2020 by replacing the femoral component, the tibial insert and the tibial tray due to loosening of the implants. The femoral implant was inserted by flexed position, and the tibial implant was tilted medial side. The implants were loosed, so the surgeon removed them easily and inserted new implants. The revision surgery was completed without any surgical delay. The surgeon thought that it was technical error by the primary surgery¿s surgeon. No further information is available.